Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 02/01/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2022. The patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, dry skin, and drainage extended beyond the patch perimeter, which occurred four days after the sensor had been inserted in the arm. Two photos of the skin reaction in the complaint record were received. The skin reaction was confirmed, consistent of an erythema of the skin, with visible stripping and excoriation in the central part of the reaction. The erythema was covering 80% of the affected area, and on the more external part of the reaction blisters could be observed. The patient consulted a healthcare provider because of the skin reaction and there was a prescription made for a steroid cream and antibiotics (no confirmation of the administration route). The patient also used for treatment and hydrocortisone cream (otc). At the time of contact, it was indicated that the skin reaction was already healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.